Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was 245 mg/dl at the time of incident. The customer was advised that insulin pump need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device alarmed during rewind due to motor leaking oil and contaminating the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to alarms. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.